Event description:
Upon return of the device, preliminary visual inspection identified corrosion at the tip of the catheter, specifically on the third ring. An unspecified issue was reported necessitating return of a blazer prime xp temperature ablation catheter. No information is currently available regarding the device issue, use, or procedure outcome. The device was subsequently returned. After three unsuccessful good faith effort contact attempts, the complaint management center connected with the complaint investigation site to proceed with a preliminary visual inspection to identify any inherent device issues. Cis communicated to cmc that corrosion was observed at the tip of the catheter, specifically on the third ring. As there is no dedicated area for a preliminary analysis, h11 will contain the complete device analysis once completed.